Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the pump powered on with the returned battery cap to an audible tone, vibration alert but the display remained blank. The display lens contained multiple scratches within the filed of view. There was evidence of moisture contamination inside the battery compartment. There was evidence of moisture contamination inside the battery compartment. A leak test showed a battery compartment leak. The pump case was removed and there was evidence of additional moisture inside the pump on multiple printed circuit board components including the display flex cable and connector. The blank display was due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was alleged that the display was scratched and could be read with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.